Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer treated high blood glucose level with insulin pump and manual injections. The customer reported that the lip ring was cracked and broken but the reservoir was able to lock in place. The insulin pump labeling was rubbed off. The insulin pump was not on auto mode and the customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.